Event description:
It was reported that the implantable cardioverter was found in backup operation during preparation prior to implant procedure. The device was not used. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported field event is an anomaly within the hybrid. The cause of the hybrid anomaly could not be determined.